Event description:
A journal article was reviewed which contained information regarding implantable epicardial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, as well as complications such as infection, pacing threshold increase/loss of capture, phrenic nerve stimulation, fracture, no sensing, and insulation break. Medical and/or surgical intervention was completed. Further follow up did not yet yield any additional information. The cause of death and device manufacturer/relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Possible lead models could include: 4965; 4968; 4951; 5069; 5071; 6917. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 27 months old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term atrial and ventricular epicardial pacemaker lead survival after cardiac operations in pediatric patients with congenital heart disease. Heart rhythm. 2015;12(3):566-573. (B)(4).